Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A (B)(6) year-old female patient ((B)(6)), enrolled in the (B)(6) study, had a reported adverse event of severe abdominal pain on (B)(6) 2021. The patient underwent a successful endoscopic retrograde cholangiopancreatography (ercp) completed with an exalt model d single-use duodenoscope on (B)(6) 2021 for balloon dilation of the sphincter and a sweep of the main bile duct. On (B)(6) 2021, the site reported that the patient had severe abdominal pain. The patient spent 2 to 3 hours in the emergency room on (B)(6) 2021, and was treated with 1 mg hydromorphone. The patient was also given 2 oxycodone to take home. There was no inpatient admission. The event resolved on (B)(6) 2021. The principal investigator (pi) assessed this adverse event with a moderate severity. The pi assessed the relationship as probably related to the ercp procedure, and possibly related to the exalt model d single-use duodenoscope. There were no device malfunctions reported during the ercp procedure.